Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported nine (9) batteries and one (1) controller experiencing power switching events. There was no reported patient injury related to this event. The controller and batteries were taken out of use and new equipment was issued to the patient. The reported controller and eight (8) batteries were returned to the manufacturer and evaluated. Upon evaluation, the controller passed visual and functional testing. Review of the data log file graphically confirmed a likely instance of a switching event, which could be as a result of a communication anomaly between battery and controller. The returned battery ((B)(4)) passed both visual inspection and functional testing. Log file analysis indicated that there was a pump stoppage on the date of the event; however, the unit was not in use at that time and was not a contributor to the event. Returned battery (B)(4) also passed visual inspection and functional testing. Battery (B)(4) passed visual inspection but failed functional testing due to early depletion of a cell pair. Battery (B)(4) was not returned to the manufacturer. The remaining four (4) batteries ((B)(4)) were not tested. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack as well as communication anomalies between the controller and the batteries. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is five of ten reports 3007042319-2016-00243, 3007042319-2016-00244, 3007042319-2016-00245, 3007042319-2016-00246, 3007042319-2016-00247, 3007042319-2016-00248, 3007042319-2016-00249, 3007042319-2016-00250, 3007042319-2016-00251 and 3007042319-2016-00252 submitted for devices related to the same even.

Event description:
It was reported from the united states that the controller is unexpectedly switching the active power source while batteries are connected and that this has been an ongoing issue that has lasted over a month. The patient stated that the controller had an intermittent "one-beep" alarm with unknown cause. There was no record of any alarms in the alarm history. The patient also reported that the power source kept switching from battery 1 to battery 2 randomly, prompting her to switch the controller. The problem persisted, at which point the patient was given six (6) more batteries. On (B)(6) 2014 while the patient was changing the battery carefully, making sure that the second battery was full and securely connected, the controller alarm went off. Both battery indicators went to 25% charge capacity, the controller screen went blank, and the vad stopped without an alarm. After 15 seconds had passed, the controller restarted and indicated that the connected battery was fully charged. The controller and nine (9) batteries were removed from service and the patient was issued replacement devices. The controller and eight (8) batteries were returned to the manufacturer for analysis - one battery was not returned. There was no reported patient injury as a result of this event. The patient stated that she has had no further issues with the current equipment.